Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring drainage. It was reported that during a pvc procedure, after mapping with a pentaray, the catheter was switched. The blood pressure decreased (76/61) during additional mapping in stsf and confirmed by intracavitary echocardiography. Pericardial effusion was observed, and it was determined to be cardiac tamponade. This occurred during right ventricular outflow (rvot) mapping. Catheter ablation was interrupted and pericardial drainage was performed in a pvc case. Pvc was not treated, and the procedure was completed. Blood pressure recovered (102/69) after the implementation of pericardial drainage, and then stabilized. The patient was fully conscious and able to respond. Since the patient was immediately taken to the attending hospital ward for explanation to the patient's family after the occurrence of this event, the interview with the physician regarding the causal relationship was not completed. Additional information was received on 12-jan-2022. The physician commented that anatomically, the approach was difficult, and the catheter perforated due to the repeated catheter operation at a site with a thin wall, resulting in cardiac tamponade. It was unknown whether the perforation was caused by pentaray or stsf. There was no feeling at all. The physician commented that there was no direct causal relationship between the event and the product. Additional information was received on 27-jan-2022. It was reported that the adverse event was discovered during use of biosense webster products. The patient outcome was reported as improved. It was not reported that extended hospitalization was required. A transseptal puncture was not performed. Prior to noting the CT ablation was not performed. There was no evidence of a steam pop. The event occurred during the mapping phase. The irrigated catheter was used, but detail setting info was unable to be obtained. No error messages were observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2022-00189 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) MFR # for product code d128211 (pentaray nav high-density mapping eco catheter).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30644936l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)